Event description:
It was reported that the user experienced hypoglycemia after a dinner announcement while using the ilet, with the lowest blood glucose of 52 mg/dl and total out-of-range duration of about one hour; the user treated with oral carbohydrates, noted a sensor error alert earlier in the evening, continued to feel low despite capillary confirmations in range, and subsequently disconnected the ilet and started a new sensor on a mobile app, after which glucose ran high without insulin dosing. Customer care provided support that included review of device logs and user report. Investigation of this case revealed hypoglycemia with unclear cause in the setting of a sensor error alert and device use, with correction achieved by oral glucose. Symptoms included shakiness, dizziness, nausea, and cold sweats. Outcomes included no need for outside assistance and no medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.